Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the stent fractures did not result in any patient symptoms. No intervention was performed for the stent fractures.

Manufacturer narrative:
Updated data: h6. Eval code result conclusion: valve frame stent fracture is a known potential adverse event per the device instructions for use. Stent fractures can occur due to improper fatigue/performance characteristics, damage during loading into delivery catheter system or during deployment, high radial force (in-vivo loading/patient anatomy), improper deployment placement, and other potential factors. However, a conclusive root cause of the stent fracture cannot be determined with the limited information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven months following the implant of this transcatheter pulmonary bioprosthetic valve, two type one stent fractures at the junction of rows 5 and 6 were noted. No adverse patient effects were reported.

Manufacturer narrative:
Image review: fluoroscopic images captured at 6 months and 1 year post procedure were provided for review. The patient¿s executive summary was not provided for anatomical review. The images provided confirmed the presence of at least two stent fractures. As stated in the instructions for use (IFU), stent fracture is listed as a potential device-related adverse event that may occur following transcatheter pulmonary valve (tpv) implantation. If a stent fracture is detected, continued monitoring of the stent should be performed in conjunction with clinically appropriate hemodynamic assessment. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.